Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5078707/5091199.

Event description:
It was reported that patient had inadequate stimulation despite reprogramming attempt. All components were explanted and discarded.